Event description:
During placement of a flexible spinal needle, the cannula of the device the dr was using broke at the surface of the skin and proceeded to retract inside the body approx 2cm. An incision was made and the broken portion of the device was removed from the pt.

Manufacturer narrative:
The device was a custom device made for 1 physician. Sixteen of the 20 pieces sent to the physician were used without incident. The 3 pieces that remained in his possession were returned to epimed at the time the physician reported the event. Investigation revealed that the device was damaged during manufacturing and not detected during final inspection by quality control. Measures are being taken to correct both those issues in order to prevent the problem from happening again.